Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Visual analysis noted the helix was fully extended and stretched. Damage at implant was noted. Primary analysis finding indicated helix distorted/bent.

Event description:
It was reported, during an implant procedure, the physician experienced positioning difficulties and expressed concern that the lead tip did not stay fully retracted. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.